Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach. Upon withdrawal, the coil prematurely detached within the catheter. The coil and catheter are removed together.